Event description:
During a procedure, it was reported that the surgical table "self-activated" causing the table to move into reverse trendelenburg. Table motion reportedly continued until table reached it's mechanical limit. Hand control replaced procedure completed without further event. No injuries.